Event description:
It was reported that during a lower extremity angiogram procedure, a guide wire fracture and patient death occurred. The physician was unable to obtain arterial access and the guide wire broke inside of the pt and was not able to be retrieved. The pt was sent for surgery the following day. It was further reported that the pt expired; however, the cause of death was not reported. Additional info has been requested regarding this event.

Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.